Event description:
Same as manufacturing numbers 6000093-2005-00254, 00255, 00256. It was reported that during a coronary drug eluting stenting treatment procedure an edge dissection occurred. In 2005 the target lesion was located in the non-tortuous, mildly calcified right coronary artery (rca). It was noted that there was potential for thrombus, but none recognized, prior to the procedure. There were four taxus express2 drug eluting stents placed, sizes 3.0 x 20 (2), 3.5 x 16, and 3.5 x 8 mm, in the rca. An edge dissection was noticed in the bend of the rca where no stent has been implanted. It was decided to not treat the dissection. The pt was in the holding area for 10 minutes when the pt began experiencing chest pains. The pt was brought back to the cardiac catheterization lab and the edge dissection was treated with a taxus express2 3.5 x 20 mm stent. There were no other pt complications. The pt's condition was reported as satisfactory/good. Multiple attempts to obtain additional information regarding this event were unsuccessful.